Manufacturer narrative:
H4: device manufacturer date: date of manufacture cannot be determined since the lot number was not provided. Market quality (mq) performed visual inspection upon device receipt. Beginning from the reprocessor side connector, mq verified both of the locking levers were detached and the missing portion were not returned with the devices. Additionally, the pin inside the reprocessor side connector has no indications of being bent or damaged. The tubing was inspected and there were no signs of punctures on the tubing or signs of residue inside the tubing. The endoscope side connector had several scratches on the metal slide adapter section, however there appeared to be no loose or missing parts. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported that the hook part of the connector tube continued to break off. The reported issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 (evaluation summary attached), h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The event can be prevented/detected by following the instructions for use which state: 9 preparation and inspection: 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.